Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 73,73,250 and 90 mg/dl.tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.